Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device, the reported event could not be confirmed. There was no abnormality of the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Based upon the information from similar complaints, omsc surmised that the reported phenomenon occurred since the nozzle was clogged with fibers of gauze or a piece of rubber packing of the air/water valve.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during pre-cleaning, the air/water channel of the subject device was clogged and water was not coming from the air/water nozzle of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.